Manufacturer narrative:
(B)(4). Physio-control advised the reporter that the customer's device is not serviceable and no longer under warranty. Physio-control recommended that the device be permanently removed from service and that a replacement unit be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
It was reported to physio-control that the customer's device had all three icons (charge pak, attention and service wrench) present on its readiness display. The three icons being illuminated indicates that the device would not likely be able to provide sufficient defibrillation therapy if it were necessary. There was no patient use associated with the reported event.